Manufacturer narrative:
Batch review performed on 31 march 2026 lot 2427810: (B)(4) items manufactured and released on 11-nov-2024. Expiration date: 2029-oct-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection 8 months after primary surgery. The surgeon performed a washout and upsized the 12mm insert to a 14mm insert at his discretion. The surgery was completed successfully.